Event description:
Report 1 of 2: it was reported while using bd vacutainer® sst¿, 150 tubes are not separating properly when spun (poor barrier separation). No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 investigation summary: bd received 72 customer samples and one customer photo for investigation. The photo showed a tube that had been processed. The specimen inside had the gel in the bottom of the tube while the serum and rbcs had separated. Additionally, 30 of the 72 customer samples were randomly selected to be visually inspected for additive abnormality and gel defects. 7 of 30 samples failed for additive abnormality (additive rundown) and 1 of 30 failed for gel defects (gel airbubbles). Complaints for sample quality are under statistical control for the month of september 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation as well as an additive abnormality and gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.